Event description:
It was reported that during a dental procedure, the drill heated up. Backup equipment was used to complete the procedure. There was no pt or user injury reported, and no other adverse consequences alleged with this event.